Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the pts catheter extension set. A hole was found on the extension set. Pt was given antibiotics as precaution. Pt had no ill effects sample available.